Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was obtained: surgeon felt the devices were running hotter than normal. What part of the device was hotter than usual, the blade, sheath or handle? The surgeon claimed that the blade/end effector was hotter than normal. Was there any burn to the patient or to the user? No healthy tissue burning on patient but surgeon indicated black charting on resected tissue as unusual. If yes, how was the burn treated?

Event description:
It was reported that during a lap hysterectomy procedure, the teflon pad fell off at the beginning of the case. A 2nd device was opened and the same thing happened. Tips were retrieved. Case was completed with a competitor device. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Batch # n90324. The analysis results found that the device b was received with the tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was activated for about 1 minute with no abnormal heat observed. The device was disassembled to inspect the internal components and no heat damage associated with the reported issue was found. The harmonic device produces heat in order to cut and coagulate tissue. Activating the blade against the pad without tissue present is the main factor in increased or elevated device temperature. Additional "warnings" are in the IFU to guide users on minimizing device temperatures and avoiding patient or user injuries. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. It is possible that the damaged tissue pad could have affected the device cutting and sealing performance. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.